Manufacturer narrative:
The products was returned to pentax medical for repair. We checked the returned unit and confirmed that the air/water channel clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the air/water channel. In addition, we confirmed that the angle wire play, and the air/water nozzle clogged. However, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-06630(air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR. The correct email address is (B)(4).

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.